Manufacturer narrative:
Complaint conclusion: during a superficial femoral artery (sfa) stenting procedure the balloon ruptured inside a non-cordis stent and contrast fluid got into the vessel. There was no damage or negative consequence for the patient. The procedure was finished successfully with another device. It is possible that the balloon rupture was caused by the non-cordis stent. There were no anomalies noticed during preparation or maneuvering of the device. The balloon could be retrieved in total without complications. No further information is available. The device was returned for analysis. One non-sterile unit of powerflex pro 6mm x 4cm 80cm balloon catheter was returned. The balloon was returned burst. No other damage was noted on the device. Functional analysis was not performed due to the condition of the balloon. Per sem analysis the balloon external and internal surfaces exhibited no evidence of damage adjacent to the burst. The proximal marker band exhibited no anomalies. A device history record (DHR) review of lot 17224342 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the burst, such as the presence of a stent in the target vessel, as noted by the customer. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that the gender of the patient is unknown. Concomitant medical products: innova stent from boston scientific, and unknown balloon to finish the procedure. (B)(6). The device is available to be returned for analysis; however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a superficial femoral artery (sfa) stenting procedure the balloon ruptured inside a non-cordis stent and contrast fluid got into the vessel. There was no damage or negative consequence for the patient. The procedure was finished successfully with another device. It is possible that the balloon rupture was caused by the non-cordis stent. There were no anomalies noticed during preparation or maneuvering of the device. The balloon could be retrieved in total without complications. No further information is available.